Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated with glucose tablets for the low blood. Customer¿s blood glucose level was 81 mg/dl at the time of the call. The customer was assisted with troubleshooting. The customer was not connected to the insulin pump while priming the device. Customer was alleging that the insulin pump for over delivering alarm. The product will not returned for analysis.